Event description:
Healthcare professional reported unknown side "suddenly deflated" and "when taken out, it was confirmed that there were multiple small holes on the caudal surface." Device was replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture observed broken striated on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported unknown side "suddenly deflated" and "when taken out, it was confirmed that there were multiple small holes on the caudal surface." Device was replaced.